Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that it was found during inspection by the getinge field service engineer (gfse), that the cardiosave intra-aortic balloon pump (iabp) doppler tether is broken. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6, h11. Corrected fields: d4. A getinge field service engineer (fse) reported that they replaced the doppler tether and the unit passed all functional and safety tests. The failure analysis and testing dept. Received part number 0997-00-0596 tether assembly serial number n/a with a reported unit failure of doppler tether broken. The failure analysis and testing dept. Performed a visual inspection and found the part to be broken. The tether housing has come apart along with the tether cord being detached from the doppler unit. The fat dept. Verified the complaint of the doppler tether being broken. Retaining the tether in the fat dept. Per procedure.